Event description:
One touch ultra meter was reading inaccurately high. In 2006, the pt attempted to test her blood in the morning but was unable to get a reading. Although she applied a blood sample on the test strip, the test would not start and the "apply sample" symbol just flashed. That same morning, the pt started feeling sick and had symptoms of feeling "tired, weak, sleepy, and sweaty." The pt called her daughter who is a nurse. Based on her daughter's advice, the pt drank a small glass of orange juice and also had water. The reporter called the paramedics after she ate a small breakfast and took her prescribed morning dose of insulin. The pt takes "75/25" insulin: 22 units in the morning, 20 units at noon, and 18 units in the evening. A little after noon, the paramedics arrived and got a blood glucose reading of under "50 mg/dl" using an unidentified device. The pt was given an injection of glucose. Prior to leaving, the paramedics obtained a blood glucose reading of "225 mg/dl" at that point, the pt's symptoms were gone. The pt was not hospitalized. The reporter noted the following readings: "320,120,327, 245 and 77 mg/dl." It is not known when these readings were taken. The pt could not remember her readings from the night before the event. The pt has a history of "congestive heart failure." She stated she takes a multitude of medications but was unable to name them. The customer care advocate (cca) verified that the pt was using blood samples from her fingers and was applying the blood correctly to the test strips. The test strips were in good condition. However, the meter was not coded properly. The meter, test strips, and control solution were replaced. Although it is alleged that an inaccuracy occurred with the reported meter, this complaint is being reported due to the following conclusion: the meter did not allow a test to start although blood had been applied to the test strip. The pt had symptoms and received medical treatment for hypoglycemia.